Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user had multiple issues with quality control (qc) failures, inconsistent growth and discrepant results. The user performed monthly decontamination procedures twice to resolve the failure. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary the complaint on "contamination" was reported in phoenix ap instrument. Bd field service engineer (fse) was dispatched on site. Fse assisted to clean the instrument and provided education to prevent the re-occurrence of this issue in the future. Instrument fully operational and returned to customer for use. Issue resolved. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument ap0739 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for ap0739 was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the user had multiple issues with quality control (qc) failures, inconsistent growth and discrepant results. The user performed monthly decontamination procedures twice to resolve the failure. No health impact or consequence reported.